Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('general abnormal bleeding') in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergoes essure confirmation test". The patient's medical history included hiatal hernia repair, hypertension, anemia, culdoplasty, dysfunctional uterine bleeding and uterine prolapse. Concurrent conditions included cervicitis and adenomyosis. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced complication of device insertion ("unable to place right coil"). In (B)(6) 2014, the patient experienced gastrooesophageal reflux disease ("gerd"). In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea"). In (B)(6) 2017, the patient experienced migraine ("migraines / headaches"), tooth disorder ("dental problems") and photopsia ("vision/eye problems type: flashers"). In (B)(6) 2017, the patient underwent hernia repair ("hernia"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), intermenstrual bleeding ("metorhagia"), dyspareunia ("dyspareunia") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the genital haemorrhage, intermenstrual bleeding, dysmenorrhoea, dyspareunia, migraine, tooth disorder, hernia repair, photopsia, gastrooesophageal reflux disease, abdominal pain lower and complication of device insertion outcome was unknown. The reporter considered abdominal pain lower, complication of device insertion, dysmenorrhoea, dyspareunia, gastrooesophageal reflux disease, genital haemorrhage, hernia repair, intermenstrual bleeding, migraine, photopsia and tooth disorder to be related to essure. The reporter commented: the patient did not have her essure removed. Previously essire insertion date provided as : (B)(6) 2013 patient underwent tubal ligation because attempted to place right coil again on (B)(6) 2014 failed discrepancy in patient's dob - previously reported as (B)(6) 2013. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 14-oct-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('general abnormal bleeding') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergoes essure confirmation test". The patient's medical history included hiatal hernia repair, hypertension, anemia, culdoplasty, dysfunctional uterine bleeding and uterine prolapse. Concurrent conditions included cervicitis and adenomyosis. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced complication of device insertion ("unable to place right coil"). In (B)(6) 2014, the patient experienced gastrooesophageal reflux disease ("gerd"). In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea"). In (B)(6) 2017, the patient experienced migraine ("migraines / headaches"), tooth disorder ("dental problems") and photopsia ("vision/eye problems type: flashers"). In (B)(6) 2017, the patient underwent hernia repair ("hernia"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), intermenstrual bleeding ("metorhagia"), dyspareunia ("dyspareunia") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy, bilateral salpingectomy). Essure treatment was not changed. At the time of the report, the genital haemorrhage, intermenstrual bleeding, dysmenorrhoea, dyspareunia, migraine, tooth disorder, hernia repair, photopsia, gastrooesophageal reflux disease, abdominal pain lower and complication of device insertion outcome was unknown. The reporter considered abdominal pain lower, complication of device insertion, dysmenorrhoea, dyspareunia, gastrooesophageal reflux disease, genital haemorrhage, hernia repair, intermenstrual bleeding, migraine, photopsia and tooth disorder to be related to essure. The reporter commented: the patient did not have her essure removed. Previously essire insertion date provided as : (B)(6) 2013. Patient underwent tubal ligation because attempted to place right coil again on (B)(6) 2014 failed. Discrepancy in patient's dob - previously reported as (B)(6). Most recent follow-up information incorporated above includes: on 1-oct-2021: mr received. Case becomes an incident. Removal was added. Removal surgery, dates and reporters were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.